Manufacturer narrative:
Exact date unknown, event occurred two weeks post implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19137301/19137301.

Event description:
It was reported that the patient underwent a spinal cord stimulator procedure due to infection. No further information has been obtained despite good faith efforts.